Event description:
Pt reports as of yesterday, she cannot use one of her ms3 pumps because the battery cap is stripped so she can't take it off. Sn (B)(4). No injury reported. Pharmacy will send replacement pump and pt will return malfunctioning pump for investigation. No other info provided. Dose or amount: 23ng/kg/min, frequency: continuous, route: sq. Dates of use: (B)(6) 2016 to current, diagnosis or reason for use: i27.0.